Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. A new lv lead was placed as replacement successfully. No additional adverse patient effects were reported.